Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Photograph of manta toggle and anchor were submitted for review. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 18f manta was planned for closure in the right common femoral artery. The physician performed the deployment prior to the proctor being present. Initial access was gained by ultrasound. It is unknown if a micropuncture kit was utilized, if there were multiple attempts for access, or the position of the access since no angiogram was taken. The arteriotomy was greater than 8mm, deployment depth measurement of 4 + 1, and unknown if calcification or tortuosity was present. Following deployment, bleeding was present. The physician chose to do a surgical cut down to achieve hemostasis. During surgical intervention to address the bleed, it was revealed manta had been deployed in the tissue tract. During post procedure follow-up with the physician, the proctor noted there was a possible error in the depth measurement; whereas the patient's skin was not in neutral position when the deployment depth was measured; however, this cannot be confirmed. There are many potential causes for a tract deployment however, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient condition, and no angiograms available for review. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Risk documentation was reviewed; and tract deployment is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: physician deployed a manta following an evar procedure. Measured depth for manta was 4 plus 1=5. Ultrasound was reported as used. Bleeding noted, after deployment. He performed a surgical cutdown to obtain hemostasis which revealed the manta was deployed in the tissue tract. Patient outcome post procedure is reported as stable, and transferred to pacu.